Event description:
The customer reported occasionally occuring false positive antibody screening tests with cell #1 of biotestcell-p3 on tango. Despite several inquiries, the customer was not able to provide a date of event. The customer had returned neither the supposedly defective product biotestcell-p3, nor the patient samples that had caused false positive results. Therefore our quality control laboratory tested the retained sample of biotestcell-p3 with different positive and negative controls and samples. All negative reactions were correct. We observed that occasionally negative reactions with cell #1 did not show a discrete button but had a diffuse surrounding. Nevertheless these reactions were still correctly negative. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.